Manufacturer narrative:
Device passed the displacement test. However, pump error 63 alarm during self test and confirmed in the device failed history due cold solder joint on keypad assembly. Unable to verify error 9 alarm due to 63 alarm during rewind noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump failed self test. Customer stated they received insulin pump error alarm. Customer was able clear the alarm and completed rewind process. Customer was assisted with performing displacement test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.